Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with their he right ventricular (rv) lead exhibiting a non sustained rv oversensing alert due to noise. Lead revision was discussed, but there is no plan for intervention as of yet. The patient condition is unavailable since there was no clinic visit.

Event description:
New information received indicated that the patient presented for a right ventricular lead explant on (B)(6) 2020. During the procedure, insulation damage was noted on the right atrial lead. The atrial lead was explanted. When explanting the right ventricular lead, some tissue was found attached to the distal portion of the lead resulting in bleeding. The patient¿s chest was opened to treat the bleeding and the patient was stabilized. The physician opted not to replace the leads or device during this procedure. The patient was stable post procedure.

Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead exhibited far p-wave oversensing. During removal of the right ventricular lead, the stylet could not be passed through the lead. After the right ventricular lead was removed, it was noted that the lead perforated the right ventricle resulting in pericardial effusion. A laceration was also noted in the ventricle. A sternotomy and pericardial window were performed. The patient tolerated the procedure well and was stable post procedure.

Manufacturer narrative:
The reported event of oversensing was confirmed. Final analysis found external insulation abrasion was noted at 14.1cm to 16.3cm from the connector pin consistent with lead friction to the ICD can. The silicone tubing was not abraded in this location. An internal insulation abrasion breaching the ring electrode cable lumen was noted at 57.5cm to 58.2cm from the connector pin. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported events of oversensing and noise was isolated to the internal abrasion.